Event description:
It was reported that there was a loss of therapeutic effect. It was stated that "over the last couple of days [the patient] was getting some improvements then started getting a lot of her symptoms back so she decided to change the programs." When the patient checked the programmer, it reportedly showed that the device was turned off. It was stated that the device "shut off by itself." It was noted that the device took "quite a while" to get it to work and "eventually" did work with the antenna plugged in. It was further noted that the programmer light was blinking. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID: 3093-28 lot# va050vg, implanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).